Event description:
No harm to patient. Ast 2- inaccurate reads are occurring. Reviewed maude and there were similar concerns reported indicating: ¿abbott stated that there is a 30% positive bias with the new test formulation and that they are seeing the abnormal high results with samples drawn in light green lithium heparin tubes. Reporting out of abundance of caution.